Event description:
It was reported the patient had an allergic reaction to the catheter. The patient had a known allergy to chlorhexidine with previous anaphylaxis to skin prep for peripheral IV 4 months earlier. The patient experienced erythema at the insertion site, respiratory distress with agonal respiration, no pulse, and pulseless electrical activity. The patient was treated with CPR for 45 minutes, epinephrine IV, intubation, cardioversion, and solumedrol. The patient was stabilized and discharged home from the ICU after 5 days. It was reported the patient experienced severe psychological distress requiring on-going intervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The report of a catheter related allergic reaction was confirmed based on the customer report. The customer confirmed that the patient had a known allergy to chlorexidine and the catheter was inadvertently placed. The instructions for use (IFU), which is included in the device packaging, was reviewed. It states, "contraindications: the arrowg+ard blue antimicrobial catheter is contraindicated for patients with known hypersensitivity to chlorhexidine, silver sulfadiazine and/or sulfa drugs." Additionally, the labeling provided with the coated catheter states "the arrowg+ard blue antimicrobial catheter is contraindicated for patients with known hypersensitivity to chlorhexidine, silver sulfadiazine and/or sulfa drugs." A device history record review was performed based on a potential lot from sales history and no relevant findings were identified. Therefore, based on the reported event and customer confirmation of the patient having an allergy, unintentional use error (patient condition) likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the patient had an allergic reaction to the catheter. The patient had a known allergy to chlorhexidine with previous anaphylaxis to skin prep for peripheral IV 4 months earlier. The patient experienced erythema at the insertion site, respiratory distress with agonal respiration, no pulse, and pulseless electrical activity. The patient was treated with CPR for 45 minutes, epinephrine IV, intubation, cardioversion, and solumedrol. The patient was stabilized and discharged home from the ICU after 5 days. It was reported the patient experienced severe psychological distress requiring on-going intervention.